Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery while piercing the labrum the device broke off. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 08-apr-2026: further information was provided that the reported issue occurred during a labrum stabilisation. It was further confirmed that the broken part was retrieved out of the patient and the surgery was finished successfully with a new device with the same part number.